Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
During a routine generator change, it was noted that the right ventricular (rv) lead experienced high threshold over time, therefore the pace/ sense portion was abandoned and an old pacemaker lead was reactivated. In the next follow up, the patient alert was triggered for the reactivated lead for elevated sensing integrity counter (sic) and intermittent noise myopotentials from the pectoral muscle. The lead sensing was reprogrammed and remains in use. No patient complications have been reported as a result of this event.